Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the casing of the onetouch lancing device damaged. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014, the patient¿s diabetes was managed with daily set amount of insulin. His lancing device was damaged at 4:30 pm. Within 2 hours of the onset of the reported issue, the patient reportedly had ¿high blood glucose sugar.¿ the patient was not available for follow-up information. There was no report of any numeric values or required medical intervention. The patient did not take any action in regards to diabetes management based on the lfs meter readings. During troubleshooting, the lancing device issue was not resolved. There was no product misuse. The patient had used the subject lancing device for 1 year before it was damaged. The lancing device was replaced and requested back for investigation. This complaint is being reported because the patient had ¿high blood sugar¿ after the lancing device issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/05/2014), the patient¿s lancing device has been returned on 9/23/2014 and evaluated by lifescan product analysis on 9/24/2014 with the following findings: the lancing device involved with this complaint failed testing. The lancing device¿s casing was found to be cracked and disassembled. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.